Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements up to 130 ohms. The device was reprogrammed to increase the shock impedance alert, and the patient will continue to be monitored. No additional troubleshooting was done. No adverse patient effects were reported. The lead remains in service.